Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer reported that the pump had a crack on it. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Pump was also received with a blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test or verify critical pump error (open book image) alarm due to blank display. During visual inspection, the cracked case-corner of belt clip rails near the battery compartment shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Pump was cut open to perform visual inspection and found slight corrosion on the battery tube assembly and vibrator assembly noted. No corrosion or moisture damage found on the pcba1, pcba2, force sensor and motor assembly noted. Unable to download firmware using crest due to blank display. Unable to download history files and traces using thus due to blank display. The battery tube assembly was pushed back into the right position and the pump was able to power up. However, the pump alarmed critical pump error (open book image) and continued pump download. Successfully downloaded firmware using crest. Pump failed to enter recovery mode preventing download of history files and traces using thus. The original pcba 2 was installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and a critical pump error (open book image) alarm noted. The original pcba 1 was installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no critical pump error (open book image) alarm noted. Critical pump error (open book image) alarm was confirmed, suspected on the pcba 2. Blank display was confirmed due to shifted battery tube assembly. Force sensor zero offset within specification (23.5 mv). The test p-cap and reservoir locked properly into reservoir compartment. However, a partially broken retainer was noted during testing. The following were also noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a pillowing keypad overlay, a keypad overlay texture damage, a scratched case, a serial number label missing, a end cap address label missing and a broken belt clip rails. Cosmetic damage was confirmed at the pump case. A partially broken retainer was confirmed. Unable to download history files and traces using thus due to blank display. Blank display was confirmed due to shifted battery tube assembly. However, the battery tube assembly was pushed back into the right position and the pump was able to power up and continued download. Critical pump error (open book image) alarm was confirmed, suspected on the pcba 2. During visual inspection, found slight corrosion on the battery tube assembly and vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.